Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have grip input disk #6 broken inside the housing. The grip cable was loose the distal tip due to the broken input disk. The complaint was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions. The probable root cause is attributed to a loss of cable tension. Correction(s): h8. Was updated to initial use of device.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.